Event description:
It was reported that shaft break occurred. A 20mm x 2.50mm nc quantum apex¿ balloon catheter was selected for use. During preparation of the device and before entering the patient's body, half of the shaft broke into two parts. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the distal portion of the nc quantum apex balloon catheter. The hub and portion of the hypotube were not returned for analysis. The balloon was tightly folded. Microscopic examination presented no damage or irregularities to the tip of the device. Microscopic examination and tactile revealed numerous kinks throughout the shaft of the device. Microscopic examination and tactile inspection revealed numerous kinks throughout the hypotube and a complete hypotube separation 37cm from the end of the hypotube. The hypotube fracture surface was ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. A 20mm x 2.50mm nc quantum apex¿ balloon catheter was selected for use. During preparation of the device and before entering the patient's body, half of the shaft broke into two parts. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).